Event description:
A crack was found in the tip of the vitrectomy cutter. There was patient contact but no patient injury.

Manufacturer narrative:
Visual inspection found a crack in the housing near the tubing insert and a hole in the outer needle shaft at the cutting edge.